Event description:
The pt reported redness over the neurostimulator pocket; possible infection. Pt inquired whether the device can be turned off. The MFR referred the pt to the managing physician to decide whether the device can be turned off or not. No report of device explantation. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd. Refer to medwatch report # 6000032200700971.